Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000117520.

Event description:
It was reported that due to high impedance in one of the lead, patient's system was unable to get into ipg mode and the patient experienced ineffective therapy. As a result, surgical intervention took place on (B)(6) 2023 where the lead was replaced to address the issue. It is unknown which lead had high impedance.